Event description:
The pt was operated on for prolapse of the bladder and rectum. The doctor put a hole in the posterior side of the bladder. A urologist was called in to repair the back side of the bladder before they could release the pt from the operating room. The trocar was much larger than usual. The pt is recovering with no adverse complications occurring due to the additional procedure.